Event description:
It was found membrane broken during the first use. Blood flow rate 450ml/min tmp: 500mmhg. Machine: fresenius no blood loss for the pt. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed.